Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc). A chest x ray was performed, and this rv lead appeared to be normal, but the physician suspected a micro dislodgement. A lead revision procedure was performed, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc). A chest x ray was performed, and this rv lead appeared to be normal, but the physician suspected a micro dislodgement. A lead revision procedure was performed, this rv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead exhibited undersensing and loss of capture (loc). A lead revision was performed, the rv lead was explanted and successfully replaced with a new lead. No additional adverse patient effects were reported.